Event description:
It was reported the pt experienced ineffective stimulation therapy. A full parameter diagnostic indicated invalid impedance values on several contacts. Reprogramming did not address the issue. X-rays did not show any anomalies of the system or lead migration. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.